Event description:
The customer's father called to report a button error alarm during normal use. No buttons were pressed for an extended period of time and the alarm could not be cleared. It was also stated that the insulin pump was submerged in water. The reported blood glucose reading was 182 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. The insulin pump had button error alarms due to moisture damage on the keypad trace.